Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: model: d364drm, ICD; implant: (B)(6) 2013. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead exhibited noise, high short interval counts (sic) and diminished sensing. A possible lead fracture is suspected. The physician chose to reprogram sensing. The lead remains in use and will continue to be monitored via a remote monitor. No patient complications have been reported as a result of this event.